Manufacturer narrative:
Additional information: a3a, a4, a6, b5 and d4. Corrected data: a2, d1, d8, g1 and h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6) 2021 using the cooladvantage applicator and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on (B)(6) 2021 by a medical professional. Patient had corrective surgery.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. According to the coolsculpting user manual, aching on the treatment area can occur immediately or a week or two after coolsculpting treatment. This expected and common side effect is temporary in nature and generally resolve within days or weeks. Investigation is ongoing.

Event description:
A sales representative reported that a patient treated to the abdomen on (B)(6) 2021 presented with paradoxical adipose hyperplasia.